Manufacturer narrative:
The returned product was evaluated and performed as designed. Adhesive pad was fully attached to the pod. Adhesive properties prior to use could not be determined. No defect or deficiency that would have contributed to the reported event was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported symptom or to determine if it could have contributed to the reported hyperglycemia and skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide (14421-aw rev h) provides the following warnings: page 96 - test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Page 44 - check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged.

Event description:
Customer unsure if the cannula was dislodged, blood glucose levels reached 376 mg/dl with keytones (180) while wearing the pod for less than 24 hours. High bgs treated with bolus, injection and pod replacement. Customer additionally noted skin irritation (red rash) from the pod adhesive.